Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal left circumflex (lcx) artery. After ablation was performed with a 1.5mm rotablator, a 2.50mm x 12mm nc emerge® balloon catheter was advanced to the distal lcx. After a non-bsc guide extension catheter was advanced, inflation was performed; however, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 2.50mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was stable.